Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. It was unable to verify the compromised force sensor system alarm or the unexpected restart alarm due to no button response. Device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and unexpected restart. Customer uses the recommended battery type. Customer was unable to clear the alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.